Event description:
It has been reported to philips that the system failed to bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and confirmed that the system failed to boot up successfully. Upon troubleshooting, the fse found the issue with the dead drive bay in host pc. Part analysis for defective part found to be s60 ¿ unit malfunction. Fse replaced the host pc. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.